Event description:
It was reported that during a lap hysterectomy procedure, the device error coded 5. When cleaning the device outside of the patient, the tissue pad came off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.